Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified mid right coronary artery that was 85% stenosed. A 2.5x20mm rx trek balloon dilation catheter (bdc) was advanced but failed to cross due to the anatomy and the proximal shaft became separated. The device was simply withdrawn. Another unspecified catheter was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual analysis was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that may have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported separation appears to be related to a potential product quality issue. The reported failure to advance appears to be related to operational context. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed MDR report, the trek balloon dilatation catheter was advanced to the lesion and inflated. The second time the bdc was advanced, it failed to cross due to the anatomy. The device was simply withdrawn and outside of the anatomy the proximal shaft was noted as separated. No additional information was provided.